Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer alleges that this unit does not light all leds.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Controls, other/defective. Replaced control panel because led was burnt out. Complaint of "unit does not light all led's" was confirmed. The underlying cause is led burned out. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Controls, other/defective. Replaced control panel because led was burnt out. Dealer alleges that this unit does not light all led's.